Event description:
It was reported that the device was used during a cholecystectomy, the device jammed at 2nd firing. Another device was used to complete the case. There were no adverse consequences to the pt.